Event description:
It was reported that the patient underwent an initial implantation (orif) due to a femoral bone fracture after involvement in a motor vehicle accident as part of a clinical study. Subsequently, the patient underwent an explantation of the nails and screws approximately seven (7) months post-implantation due to discomfort in deep flexion and potential impingement of the distal locking screws. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 47258407560; lot# d40460. Item# 47258405060; lot# j32679. Item# 47258403550; lot# f41483. Item# 47258403550; lot# f41443. Item# 47258700800; lot# l21537. G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04) im nail. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.